Manufacturer narrative:
The device will not be returned, therefore no product analysis can be performed and no conclusive cause can be determined. Title of the article: short-term pacemaker dependency after transcatheter aortic valve implantation citation: wien klin wochenschr 2016 · 128:198¿203 (doi 10.1007/s00508-015-0906-4) authors: christiana schernthaner · johannes kraus · franz danmayr · matthias hammerer · jens schneider · uta c. Hoppe · bernhard strohmer date of publication: 08/january/2016 of note: no unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding permanent pacemaker dependency after transcatheter aortic valve implantation (tavi). All data were collected from multiple centers. The study population included 153 patients, predominantly female; mean age 81 years, 126 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: 31 were implanted with ppm. Of these adverse events, 24 were attributed to medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.